Manufacturer narrative:
Since the original report was filed, the investigation into the bleeding has concluded. The product was not returned for analysis. The clinical review was done, and revealed that all appropriate access procedures were followed. Best practices were done. The root cause of the bleeding was patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the access site bleeding with hemoglobin drop and hematoma is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center admitted an elderly patient with a complex cardiac history suffering from an acute myocardial infarction. While in the cardiac catheterization lab the patient was requiring CPR and so the team placed an impella cp for hemodynamic support during an angioplasty procedure to the coronary arteries. The patient was later sent to the ICU on the impella cp support but, he continued to decompensate. The team observed a growing impella access site hematoma. The estimate was 300-400cc of blood lost and the hemoglobin levels dropped from 12.5 to 9. The team manually held the hematoma to control its growth. The patient expired while awaiting family decision and dnr status.